Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. One sample was available for evaluation. The sample was inserted into an in-house 1000ml solution bag and re-primed. This identified a leak at the in-let port of the check valve. Visual inspection under a microscope showed that, there was a cut in the tubing at the solvent junction of the tubing and in-let port of the check valve. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink duo-vent continu-flo set, a leak was identified at the inlet port of the check valve. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.